Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the green image occurred due to a faulty printed circuit board and no image likely occurred due to a faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not reproduced. There were no other findings during the device evaluation other than the reported in section b5. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite video system center had a green image. The issue was observed during a device check after being stored for a lengthy amount of time. There was no patient or procedure involved with this event. The device was returned to olympus for a device evaluation and found there was no octagonal image due to defective printed circuit board and there was interference in the image due to a defective video connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.